Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the crack in the connector casing could have caused moisture to leak inside the cable, affecting the image. Based on the results of the investigation, the phenomenon (poor / no image) likely occurred due to water penetrating the cracked part of the operation part, and poor communication occurred due to short-circuiting and corrosion. The instructions for use identify the following verbiage related to the connector breakage, which could prevent the phenomenon: "·do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head did not work when connected to the tower, bad image/no image problem. There were no reports of patient or user harm associated with this event.